Event description:
Discordant falsely low values were obtained on eight patient samples for the insulin like growth factor (igf-1) assay on an immulite 2000 instrument. The samples were first run on (B)(6) 2014 where the values obtained were low. The results were reported to the physician(s) who questioned the results. The samples were then repeated on (B)(6) 2014 and the results obtained were higher and fit the patients clinical picture. It is unknown if the repeat results on the patient samples were reported to the physician(s). Quality control samples and slope adjustment for the igf-1 assay were within specifications the day the patient samples were run. There were no known reports of patient intervention or adverse health consequences due to the falsely low igf-1 values.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and evaluated the immulite 2000 instrument. The fse performed a total service call, which included checking the probe motor configurations, the wash, and sample and test units. The level sense was tested on the instrument, and the performance was within specifications. The cause of the falsely low igf-1 values on the patient samples is unknown. The system is performing according to specifications. No further evaluation of the system is required.